Event description:
Manufacturer ref# 3005334138-2022-00370. During the procedure, a blood leak was noted. The introducer was exchanged and the issue persisted. The device was exchanged again and the procedure was completed without any adverse patient health consequences.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.